Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the information associated with this event has been performed by post market quality engineer. The following additional information was provided: the images show the white silicone over molding that surrounds the cut electrode is damaged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal "white" portion appeared to become partially detached. Clinical development engineer (cde) and genesis operating room (or) consultant and surgeon reviewed case video around approx. Time stamp at which the white material appeared to be detached via video replay to check for whether any parts had broken off --- confirmed with surgeon that there were no parts that appeared to be broken off. Retrieved third synchroseal for remainder of procedure. Surgeon had been using synchroseal on liver tissue and when ungrasping tissue, whole team observed the white part of the synchroseal jaw (see images) had come partially detached. Surgeon had been using synchroseal repeatedly on liver tissue prior to this (did not remove instrument to clean jaws at any point but would informally, take off charred tissue with other instrument (mis-use). The procedure was completed with no reports of patient harm, adverse outcome or injury with a delay less than 15 minutes. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment did not fall into the patient's anatomy. Genesis or consultant, cde, and surgeon used video replay in head-in/console to review recording of when they observed the partially detached white cut electrode. Surgeon confirmed that no parts had fallen or were left in patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Section e1 has corrected site information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The instrument was not returned as the instrument was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The images were reviewed. The images show the white silicone over molding that surrounds the cut electrode is damaged. Although a definitive root cause cannot be determined, the probable root cause is attributed to damage during use. Damage can result from mechanical impact, such as improper intraoperative cleaning with another instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.